Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with the correct time and date and was monitored for 24 hours. No unexpected audio beep alarms were noted. The pump was received with minor scratches on the lcd window and case, as well as a cracked keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump beeps without message in display. The customer stated that no buttons were pressed or accidentally pressed. The customer stated that no other pump, cell phone, microwave or anything else was nearby the beep. The customer stated that there was no basal rate and the pump was not in suspend. The customer stated that there were no alarms in the history. The customer stated that there were no open or closed circles. The customer stated that the anomaly happened during normal use. The customer will be sent a replacement pump.